Event description:
It was reported that an interlink retractable t-connection extension set with micro-bore was defective. The user could not insert the non-baxter device into the rubber port. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Please see attached user facility report #: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.